Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported a consumer requested removal due to inadequate pain coverage and uncomfortable stimulation despite reprogramming. There was no injury and the consumer recovered without sequela.

Manufacturer narrative:
Analysis of the ins, model 7425, serial no. (B)(4) found the ins functionally okay with no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.